Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Date of incident requested, not available at time of report. Patient information requested, not available at time of report.

Event description:
The customer reported that "during anesthesia, the monitor suddenly showed no ECG curve and no spo2 curve anymore. It was not possible to start a stat blood pressure measurement, the keypad was dark. All cables were connected correctly. Then the monitor showed all waveforms, but after a few minutes the monitor failed again. After that the problem has not occurred again. Monitor and cable have been taken out of service. Due to the display of a zero line, the patient was assumed to have an asystole and thus was treated with atropine".

Manufacturer narrative:
The intellivue multi measurement server x2 was sent to the philips bench for evaluation and repair. A long-term test was carried out on the x2, but the reported issue could not be reproduced during testing. The device was found to be working as intended and no trouble was found with the x2. The exact cause for the reported issue could not be established. The philips repair technician (rt) replaced the main board and the power board to prevent recurrence of the reported issue in the case of an intermittent problem. The device was found to be fully functional and all functional and safety tests were passed. The device was returned to the customer operating as intended. The reported issue could not be reproduced during a long-term test in the philips bench and no trouble was found with the device. To prevent recurrence of the reported issue in the case of an intermittent problem, the ms_x2 x2/mp2 mainboard ver2 (453564387761) and the ms_x2 x2/mp2 msl powerboard ver2 (453564392641) were replaced. The device remains at the customer site. Although the x2 worked as intended during the testing in the philips bench, a malfunction at the time of the reported event cannot be ruled out. The exact cause for the reported issue remains unknown. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.